Event description:
The customer reported low event errors were generated on the unicel dxh 600 coulter cellular analysis system. Upon further investigation, the fse discovered a leak from the right side of the instrument. The volume of the leak is unknown. The leak was contained within the instrument. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, mask and a lab coat at the time of the incident. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered a leak from quick disconnect (dq8) which had leaked onto the 10 psi power cable. The fse refitted the quick disconnect (dq8), resolving the leak. The fse also replaced the regulator power cable, resolving the low event errors. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).